Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event description, brand name, type of device, catalog lot#s, implant date, rpt source. Added: explant date, 510k#, MFR date. This investigation has been reopened because corrected/additional information has been obtained regarding the product. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Update - complaint has been reopened because user facility report has been received, reporting that the patient's right side has been revised due to elevated chromium ion levels and unspecified symptoms. Part and lot numbers provided led to location of an invoice indicating that the implants on the patient's right side are actually pinnacle implants, rather than asr. Doi (B)(6) 2010 - dor (B)(6) 2012. The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Bilateral patient doi: (B)(6) 2009 (unknown side). Doi: (B)(6) 2010 (unknown side). Dor: (B)(6) 2010 (left side). Patient is a resident of (B)(6). Update - complaint has been reopened because user facility report has been received, reporting that the patients right side has been revised due to elevated chromium ion levels and unspecified symptoms. Part and lot numbers provided led to location of an invoice indicating that the implants on the patients right side are actually pinnacle implants, rather than asr. Doi (B)(6) 2010 - dor (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/23/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions, alval/pseudotumor, and malpositioned cup. An unknown stem and cup are being added to the complaint. The complaint was updated on: 10/19/2015.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation papers allege pt suffered from discomfort and pain in his hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position.